Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: glucose tubes underfill is out of acceptable range +-10%. Customer has a great experience of working with bd tubes, so it's not a question of practices. No correlation with needle type, and no correlation with order of draw (order according to clsi and eflm).

Manufacturer narrative:
Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The photographs were evaluated and the customer's indicated failure mode of underfill was observed. Therefore, 20 retained samples were functionally tested and the indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs attached, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.